Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "I had my right knee with the robotic and it¿s was too tight, that I couldn¿t move the leg. They had to go back in and fix it manuel"